Manufacturer narrative:
Philips technical support (ts) was able to remotely assist the customer with the reported problem. Ts advised the customer to place the original device back in place and perform a full power drain (reboot) of the system. The customer confirmed the device is now functioning after doing the boot sequence and he no longer needs a replacement device.

Event description:
The customer reported that the sweep speed changes on its own on the boom. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the sweep speed changes on its own on the boom. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.